Event description:
I believe that we received a false positive on an antigen covid test. (B)(6). A pcr test taken prior in the day came back negative (B)(6). Two (2) antigen tests and a pcr test taken the following day came back negative.(B)(6) a test taken at (B)(6) and a test at a clinic). The people she was in contact with the previous 2 weeks all tested negative as well. The (B)(6) agreed and forwarded the information to his district manager, but said he could not flag the test as questionable or as a false positive himself. FDA safety report ID # (B)(4).